Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2016; 407645 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the left ventricular (lv) lead moved within the pocket and the pocket was bulging. Subsequently there was skin erosion at the site. The patient was hospitalized and treated with antibiotics. The pocket was revised and the lead was repositioned and secured within the pocket. The device and lead remain in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.